Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: diverticular disease with history of diverting ileostomy. Postoperative diagnosis: diverticular disease with history of diverting ileostomy. Procedure: small bowel resection with closure of the ileostomy and repair of resulting incisional hernia defect. Resident surgeon: (B)(6). Estimated blood loss: minimal. Operation: ¿the patient came to the operating room, after general anesthesia, the abdomen was prepped and draped. Foley catheter was inserted. We reopened the midline, taking out the wound healing by secondary intent, and opened the midline successfully. We lysed some adhesions. There was no purulence in the abdominal cavity. We elliptically excised the ileostomy down through the fascia resulting in a fascial defect. We were then able to use a gia stapler to make an end-to-end anastomosis and resect the loop ileostomy site. This was done with a seamguard and placed in the right lower quadrant. We then were able to make a subrectus space and placed a piece of biologic absorbable mesh within this space and close the posterior peritoneum and posterior fascia with vicryl suture. We then did an interrupted vicryl suture in the muscle layer, and then as an underlay, placed another piece of __ [sic] from the anterior rectus side and then closed the fascia with pds. We then placed a penrose drain over the wound and closed the skin with staples. We once, again, ran the bowel, put it in anatomical position, and then closed the midline fascia with looped pds superiorly, inferiorly tying in the middle using skin staples. Prior to starting this procedure, patient up in stirrups. We did a rigid proctoscopy, which showed no problems with the anastomosis and no purulence. The pocket was done prior to the laparotomy. Both procedures were done; the patient was in stable condition and was sent to recovery room in stable condition.¿ (B)(6) 2013: (B)(6). Implant sticker. Gore® bio-a® tissue reinforcement. Ref catalogue number: fs0915. Lot batch code: 11685683. Use by: 2016-06. Gore® seamguard® bioabsorbable staple line reinforcement. Ref catalogue number: 12bsgtr160p. Lot batch code: 11850936. Use by: 2015-07. The records confirm a gore® bio-a® tissue reinforcement (fs0915/11685683) was implanted during the procedure. (B)(6) 2014: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedures performed: 1. Laparoscopic incisional hernia repair with mesh. 2. Laparoscopic lysis of adhesions for 1 hour. Resident: (B)(6), md. Anesthesia: general endotracheal anesthesia with 0.5% marcaine with epinephrine local. Medications: ancef 2 grams was given preoperatively. Estimated blood loss: minimal. Fluids given: 2 liters of crystalloid. Specimens: none. Mesh type: gore dual mesh 20 x 30cm. Findings: dense filmy adhesions of omentum and small bowel to the anterior abdominal wall and 2 incisional hernias with diastasis rectus. Complications: none noted. Indications: this patient is a 53-year-old caucasian male with a previous history of complicated diverticulitis requiring colectomy. The patient subsequently underwent some postoperative complications requiring exploratory laparotomy and ileostomy with eventual ileostomy takedown. For full details, please see full admit h and p [history and physical]. Operative description: ¿the patient was brought to the operating room and laid supine, and after appropriate levels of general endotracheal anesthesia had been administered, the patient was prepped and draped in a sterile fashion. A timeout was conducted. Ioban was placed and veress needle was placed in the left upper quadrant and pneumoperitoneum was created to 12 to 15 mmhg. The patient tolerated insufflation well without any issues. Next, the veress needle site was exchanged for a 5mm optiview trocar. The entry in to the patient's abdomen was uneventful and the 5mm 30-degree camera was used to survey the abdomen for any sign of injury upon hasson trocar insertion and veress needle insertion. There was no evidence of any injury. There were numerous a thick and filmy adhesions of the small bowel and omentum. The liver was also noted to be adhesed to the anterior abdominal wall. Next, a tedious a 1-hour lysis of adhesions ensued which was accomplished by additional port placements. Additional 5mm port was placed in the right mid abdomen in its lateral aspect and a third 5mm trocar in the left lower quadrant. Once a sufficient lysis of adhesions had been undertaken, the right mid abdomen 5mm trocar was exchanged for 10mm trocar. The patient's abdominal wall was allowed to collapse to appropriately size the mesh. Both incisional hernias were able to be covered with a 30 x 20 cm piece of mesh. The mesh was marked and trimmed into an oval shape and multiple gore sutures and prolene sutures were placed. Mesh and sutures then subsequently tightly rolled in a cigar-like fashion and then passed through the 10mm port with the assistance of a grasper. The mesh was oriented in the patient's abdomen and unrolled. Next, using the previously identified, suture marks the carter thompson suture passer was placed through the anterior abdominal wall in each of the previously identified locations, grasping both ends of either the gore suture or the prolene suture and passing them through the anterior abdominal wall. After all 5 tacking sutures had been placed through the anterior abdominal wall, they were drawn up tight and secured into place. The mesh was noted to lie in an appropriate and relaxed fashion with good juxtaposition against the anterior abdominal wall. Next, the covidien protack was used to fix the gore dualmesh to the anterior abdominal wall. This was accomplished with an outer ring of tacks along the mesh edge and then an inner ring of tacks. After appropriate fixation, the patient's 10mm trocar site was closed with a laparoscopic suturing device and all trocar sites were removed. Exparel 60mg was then injected at all trocar and retention suture sites and 10ml was injected into each of the patient's incisional hernia defects. The patient's port sites were closed with a 4-0 monocryl suture in a running subcuticular fashion and the suture fixation sites were closed with dermabond only. The trocar sites were also sealed with dermabond. The patient was subsequently awoken and taken to the postanesthesia care unit in stable condition. Dr. (B)(6) was present and scrubbed for the entire case and all counts were correct.¿ (B)(6) 2014: (B)(6) medical center. Implant sticker. Procedures performed: laparoscopic incisional hernia repair with mesh. One hour lysis of adhesions. Pre/postoperative diagnosis: incisional hernia. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 10955259. W.l. Gore & associates. [Handwritten]: 9/15. The records confirm a gore® dualmesh® plus biomaterial (10955259/1dlmcp07) was implanted during the procedure. (B)(6) 2018: (B)(6) medical centers. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Procedure: recurrent incisional hernia repair, laparoscopic, with synecor mesh with lysis of adhesions. Operative findings: the patient had dense adhesions to the previously placed dualmesh plus with some areas around the edges of the mesh that were loose and some fat had slipped up into the old incision. There were dense bowel adhesions, but no bowel herniation. Description of operation: ¿the patient was taken to the operating room. After general anesthesia, the abdomen was prepped and draped. A skin incision was made in the left upper quadrant. Veress needle was inserted. Pneumoperitoneum was established. Optical viewing trocar was placed. We then placed a separate surgiquest trocar and from this, we dissected out the mesh and adhesions and got completely across the mesh and stopped at the area where the bowel was densely adherent to the clip. There was no evidence of bowel herniation. There was a reducible hernia at the midline. We reduced the contents, inspected all the areas of dissection. No bowel injury was identified. Rolled a 12 cm mesh, used 2 stay sutures, and securestrap tack to tack it in place. Once again inspected. There was no bleeding and no bowel injury. At this point, we decided to stop and removed the pneumoperitoneum and closed the skin with 4-0 vicryl and dermabond. The patient was awakened, taken to recovery room in stable condition. He will be watched overnight.¿ (B)(6) 2018: (B)(6) health systems. Implant record. Implant/manufacturer: mesh 12cm gore #gkfc12. W.l. Gore & associates, inc. Quantity/surgeon: 1. Williams, john t. IV, md. Lot #/batch #: __ [sic]. Cat #/serial #: gkfc12. 17431654. Size/expiration date: 12 cm. 10/11/20. Quantity/site: 1. Abdomen. Culture: no. The records confirm a gore® synecor [type not indicated] (17431654/gkfc12) was implanted during the procedure. (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh loosened requiring removal surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10955259. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.